Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 11/10/2014 device evaluation:the lay user/patients meter has been returned on 10/22/2014 and evaluated by lifescan product analysis on 10/24/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have contamination around usb port at j5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging a battery charge issue and meter casing issue (usb port corroded) with her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the issues with the meter started. The patient reported managing her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine in response to the alleged issues, and reported continued with her usual dose of apidra. The patient reported, after the problems with the meter started, she developed ¿ketoacidosis¿, but denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the patient was not using the meter for the first time and the meter did not turn on when a test strip was inserted or when the power button was pressed. The cca also noted that there had been no misuse of the product and that the patient noticed the battery indicator or message per labeling appeared prior to the meter not turning on. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia after the alleged battery charge issue and meter casing issue began.